Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 1 and 4 hours. Treatment information was not provided. The device was originally reported for a pod hazard alarm during operation.

Manufacturer narrative:
The pod arrived fully deployed. Corrosion was observed on the bottom battery, chassis, mechanism rails, and the printed circuit board (pcb). Battery voltages were low. A tear was observed on the unexposed portion of the soft cannula, from which fluid was observed to leak from. The internal leak is identified as the root cause of the internal corrosion and low battery voltages. Download data was ultimately not retrievable. As such, the presence of an alarm could not be determined. It could not be determined if the observed internal leak is linked to the reported event.